Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed fault code 41 (patient temperature sensor failure) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed fault code 41 (patient temperature sensor failure) was confirmed in the archive data but was not confirmed during functional testing. The customer reported a secondary complaint that the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during functional testing and archive review. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, most likely attributed to unintended user error. The archive data show the presence of a fault code 41 message around the customer's reported date, thus confirming the reported complaint. In addition, archive data was reviewed and contained a ua45 error message that likely related to the drive shaft not being in the home position during the power-on, thus confirming the reported complaint. Further review of the archive data showed the occurrence of the user advisory (ua)11 (max patient temperature exceeded) error message, as a result of a failing temperature sensor. Initial functional testing failed due to the autopulse platform displaying a ua45 error message upon powering up, confirming the reported complaint. The root cause was due to the driveshaft not being at the "home" position. To remedy the fault, the driveshaft was rotated to the "home" position. During further testing, the fault code 41 could not be replicated. However, the autopulse platform displayed a ua11 error message, as a result of a failing temperature sensor. The temperature sensor was replaced to remedy the intermittent occurrences of fault code 41 and a ua11 advisory message. Following the service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries multiple times without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).